Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that a glaucoma medication was prescribed one year after the shunt was initially implanted. Approximately 8-9 months later, the patient developed a cataract which required surgical removal with an intraocular lens implantation. The patient was also diagnosed with asthenopia and the shunt was noted to be touching the iris shortly after the cataract surgery. A vitamin b12 preparation was used to treat the asthenopia. The surgeon further explained that the prior trabeculectomy was required due to bleb fibrosis and he also indicated that the patient was hospitalized for an extended time. He reported that it was probable that the need for a trabeculectomy was caused by the shunt, but the cataract and asthenopia were definitely unrelated to the shunt.

Manufacturer narrative:
(B)(4).

Event description:
In a 3.5 year postoperative follow up visit, the surgeon reported that the asthenopia resolved. Two additional glaucoma medications were administered to the patient. The surgeon also indicated that he has observed the patient to have scleral thinning.

Event description:
A surgeon reported that following glaucoma shunt implantation, a patient presented with an increased intraocular pressure. The surgeon suspected the shunt was probably clogged. In a follow up, the surgeon reported that a trabeculectomy was performed to treat the iop. The patient was reported to be recovering from the event. The shunt remains implanted. In the opinion of the surgeon, it is unknown whether the shunt caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).